Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2009-01027. Clinical trial. It was reported that 1562 days following a coronary artery stenting procedure, the pt developed restenosis of the target vessel. The index procedure treated the 90% stenosed, 2.5x25mm mid lad (left anterior descending). Treatment consisted of predilation and placement of two express2 bare metal study stents (2.5x24mm and 2.5x 16mm) resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. The pt presented 1562 days following the index procedure, with exertional left arm pain relieved by rest. A stress test revealed lateral wall ischemia. On day 1565, the pt underwent coronary artery bypass surgery with lima (left internal mammary artery) to the lad, svg (saphenous vein graft) to the obtuse marginal, and svg to the distal rca (right coronary artery). The pt was discharged on day 1569 on asa and plavix. The investigator assessed this event as not related to the stents; however, clinical events committee adjudication assessed as study stent/procedure indistinguishable.